Event description:
It was reported that when the patient presented to the clinic, episodes of noise were detected on the right ventricular (rv) lead. Anti-tachycardia pacing therapies were delivered. The rv lead was capped and replaced on (B)(6) 2023. There were no adverse health consequences to the patient.